Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). Sensing was noted to be stable. No changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.